Manufacturer narrative:
Device code(B)(4) and (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis found the connector pin to be broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger; other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported the desktop charger's connector pin broke off the night prior. No out of box failure was reported. A replacement desktop charger was sent. It was stated that the patient was trying to recharge as the battery was depleted and was trying to turn on the implantable neurostimulator (ins). It was noted that the patient was getting 4 coupling boxes. The patient was able to turn stimulation on after reaching 1/2 to 3/4. It was stated the patient was feeling like they stuck their finger in a socket and was going to wait to see if it went away. No further patient complications have been reported as a result of this event.